Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an inoperative power supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During testing the power supply's printed circuit board was found to be inoperative. The cause of the condition was unknown. To correct the condition, the direct current power supply was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.